Manufacturer narrative:
Device manufacture date: may 14, 2016 - may 16, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional test must be performed on the actual sample. The reported issue could neither be verified nor refuted based on the photograph alone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. One week after the medication infusion was started, the patient returned to the hospital and half of the solution had not been delivered. The folfusor was filled 85ml of fluorouracil (2598mg; 50mg/ml) and glucose 5% (33ml) for a total volume of 85ml. There was no patient injury or medical intervention associated with this event. No additional information is available.